Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/12/2016 that on (B)(6) 2016, that the patient experienced a skin reaction at the arm. The sensor was inserted at the arm on (B)(6) 2016. The reaction was described as red, raised rash, raw, not healing, a burned reaction that scabs up, and turning colors. Flonase nasal spray was prescribed for treatment. The date of prescription is unknown. Patient's mother also reported applying flonase prior to sensor insertion. At the time of contact, patient's rash is not healing. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.